Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. It was also noted that the unit would come back up and work fine and that the bme believed the staff was kicking it, turning the unit off. No patient harm was reported. Investigation summary: the bme believes the staff may have inadvertently kicked something. No other information was provided. The customer later explained that the issue was resolved. There is insufficient information to investigate the event. From the details provided, there was no indication of a device malfunction. The customer was able to continue using the device after the issue was "resolved." This device was installed on (B)(6) 2017, with no history of display issues. There was no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. It was also noted that the unit would come back up and work fine and that the bme believed the staff was kicking it, turning the unit off. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. However, it was also noted that the unit will come back up and work fine as well and that the biomed believed that the staff was kicking it and turning the unit off. The biomed was going to confirm if data was being lost or not. Qa has contacted the customer to get clarification on the matter, but they have been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the second display for the central nurse's station (cns) was shutting off and data was lost. However, it was also noted that the unit will come back up and work fine as well and that the biomed believed that the staff was kicking it and turning the unit off. The biomed was going to confirm if data was being lost or not. Qa has contacted the customer to get clarification on the matter, but they have been unresponsive. No patient harm was reported.